Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and had to be explanted soon after it was placed. While placing the impella cp device, the cannula kinked just below the outlet cage. Upon placement, the impella was unable to build up flow and suction alarms triggered. The impella cp device was pulled back into the descending aorta to straighten the kink; however, upon readvancement, the cannula re-kinked. Consequently, the impella cp device was explanted and replaced. There were no adverse effects as a result of the event. Latest updates noted the patient remains on impella cp mcs.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. The impella device was returned for evaluation. Low pump flow: returned complaint cp pump visually inspected. Cannula kinks near outlet and bending area observed. No biomaterial or broken blade seen. Clinical stated, while placing impella cp in the left ventricle, a kinking just below the outlet cage was observed. Impella was not able to build up flow, suction alarm observed, auto mode with 0.5l flow. The root cause of low pump flow issue was due to cannula kink, but the cause for cannula kink is unknown product damage (cannula kink): while placing impella cp in the left ventricle, a kinking just below the outlet cage was observed. The cause for how cannula kink occurred was unknown due to unknown information on patient condition or use issue. The root cause of product damage(cannula kink) was not determined since the cause for cannula kink is unknown due to insufficient clinical details.